Event description:
Sorin group (B)(4) received a report that, when the user turned down the pump speed, the pump stopped. The user could not restart the pump. The pump was changed out and the case continued without further issue. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that, when the user turned down the pump speed, the pump stopped. The user could not restart the pump. The pump was changed out and the case continued without further issue. There was no report of patient injury. Sorin group (B)(4) evaluated the returned pump and found that the reported issue could be reproduced. The issue was traced to the potentiometer, which was sent to the manufacturer for further investigation. The manufacturer could not confirm a problem with the potentiometer.